Event description:
Eight months post hvad implant, the patient experienced a controller fault with at least two recorded pump stops. The patient performed a controller exchange at home prior to traveling to the hospital for exchange of equipment. The patient was admitted for overnight observation. It was reported the patient felt slight dizziness during the incident. Preliminary log file review confirmed two pump stops on the event date

Manufacturer narrative:
The product is noted to be available for evaluation, but has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The controller was returned for analysis. Review of the manufacturing records indicates that this device met all specifications for release. The unit works as intended with no signs of critical battery alarms, electrical faults or controller faults during lab testing. However, the log files do confirm electrical faults and vad stops due to a front stator failure. This normally is associated with driveline contamination. However, the driveline was reported to be clean and free of contaminants. Therefore, the root cause of this complaint is undetermined. No additional information will be forthcoming.